Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: smartablate generator (model# m-4900-07 serial# (B)(4)).

Event description:
It was reported that a female patient in her 50s underwent a right ventricular outflow tract (rvot) ablation procedure for idiopathic premature ventricular contractions coming from the anterolateral aspect of the rvot, with an thermocool sf nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The pvc's were believed to be originating from the rvot based on morphology on the 12 lead. It was noted that several lesions were placed and the rvot was very thin in some areas. At the end of the ablation phase, post use of biosense webster product, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. The patient was admitted to the intensive care unit with pericardial drain in place. Blood pressure did improve. Patient was reported to be in stable condition at the time of initial complaint report. Patient was to stay overnight in the hospital. Additional information was received indicating that the patient went to surgery in which the patient¿s chest was opened and blood clots were discovered. Patient required extended hospitalization of 5 days as a result of these adverse events. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. Sheath was an 8fr short, brand unknown. Smartablate generator set on power control mode at 30 watts, titrated between 30-35 watts, with high power cut-off at 50 watts, temperature at 31°c with cut-off at 37°c, and impedance was 98-104 ohms. There were no issues reported with the generator. Overall time of ablation at the site of injury was approximately 10 minutes. Last ablation cycle time at the site of injury was approximately 60 seconds. Irrigated catheter flow set at 15 ml/min. No error messages were observed on biosense webster equipment. No anticoagulant was administered during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a female patient in her 50s underwent a right ventricular outflow tract (rvot) ablation procedure for idiopathic premature ventricular contractions coming from the anterolateral aspect of the rvot, with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.